Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7127588.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to one lead had migrated. The patient underwent lead replacement procedure, the patient was doing well postoperatively. The explanted device components were discarded by the facility.